Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was obtained utilizing an ipsilateral approach. The stenosed target lesion was located in the severely calcified iliac artery. A 8.0x20x75cm express ld iliac stent delivery system was advanced to the lesion, however, the stenosis was too tight that it pushed the stent off the stent delivery system. The physician pulled the balloon out and noticed that the stent was not on the balloon so he inserted a 4mm unspecified balloon catheter and deployed the stent in the target lesion. The procedure was completed with this device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).